Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effects of hemorrhage and tissue damage (vascular injury) are listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The reported patient effects of hemorrhage and tissue damage are a known inherent risk of the procedure and the treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. (B)(4).

Event description:
(B)(4). Describe the event or problem: during a transcatheter aortic valve replacement procedure, after the valve was deployed, a vascular closure device was used on the right femoral artery. The cardiologist encountered difficulty removing the device which resulted in the femoral artery needing repaired by vascular surgeon. The vascular team was consulted, and the surgeon made the repair. Blood products were given due to blood loss and patient instability. The patient was intubated during the vascular repair. The patient was transferred to ICU after surgery. Additional information was provided: the proglide device was attempted to be deployed in the right femoral artery via a 6fr sheath. Following the difficulty removing the device, a cut down procedure was performed and the artery was sutured closed to achieve hemostasis. No additional information was provided.